Event description:
On 05/05/2025, it was reported by a sales representative via (B)(4) that an ar-9831 apollo rf i90 aspirating ablator struggled to ablate at preset setting. Upon increasing in ablation setting, shaft temperature increased and was hot. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to the misuse/mishandling of the device. Per dfu-0242-eo revision 0: " 7. Always keep the tip of the active rf probe completely immersed in conductive irrigation fluid (saline, ringers¿ lactate, etc.), regardless of the type of arthroscopic surgery being performed. Do not use pre-warmed conductive irrigation fluids as this may result in tissue damage or thermal injury. A continuous flow of irrigation fluid is necessary during use of the apollo probes. Fluid flow assists in removing tissue debris and reducing the intra-joint temperature between activations. Rf probes utilized in stagnant fluid can result in heated irrigant in the joint, which can result in tissue damage inside the joint, skin burns near portals or result in damage to the probe. For rf probes, failure to attach the suction adapter to an external suction source may cause thermal injury to the patient or user."